Event description:
It was reported that the ilet was accidentally dropped, resulting in a cracked screen while insulin delivery and blood glucose remained unaffected, and a replacement was provided with instructions for shutdown, data sync, and return of the original unit. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy or need for medical intervention. Investigation included customer interviews and coordination for device return logistics. Investigation of this device revealed physical damage to the display consistent with external impact, with no malfunction of insulin delivery functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.